Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer high blood glucose level was 400 mg/dl. Customer also stated that insulin pump received no delivery alarm and they declined to troubleshoot for the issue. The insulin pump will not returned for analysis.